Event description:
Procedure: gynecological and urological. According to the reporter, the patient underwent a procedure for treatment of stress urinary incontinence, pelvic organ prolapse. Allegedly, the patient experienced pain, injury and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00092 (uretex). Note: this report corresponds with bard's report (B)(4) for a "pelvisoft".